Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed one and a half year remaining longevity due to maximum output. New lead was implanted and outputs decreased to 3.5 volts. It was noted that the device showed six years but then went back to one and a half years. Boston scientific technical services (ts) discussed likely the power had not been updated yet. Additional information obtained from the field which indicated that the longevity was currently showing 3.0 years remaining with output programmed to 3.5 volts. The device was reprogrammed to chronic setting of 2.4 volts to observe if longevity will increase. The device remains in service. No adverse patient effects reported.